Event description:
This 53-yr-old female underwent breast reconstruction using saline implants in 1993. She now presents with a deflated right implant which happened spontaneously. She chose to have both replaced to a more newly designed valve system. Gross exam: the left implant is intact with no evidence of leakage and weighs 370 gm. The right implant, weighing 64 gm, has a defect which exudes a small amount of watery clear fluid.